Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain') in an adult female patient who had essure (batch no. C91739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulliparous. Concurrent conditions included pelvic floor dysfunction. On (B)(6)-2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("constant lower back pain"), heavy menstrual bleeding ("now 7-8 day heavy bleeding menstrual periods"), nausea ("nausea"), dyspareunia ("intercourse pain") and dysmenorrhoea ("painful menstrual periods"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6)-2020. At the time of the report, the pelvic pain, back pain, heavy menstrual bleeding, nausea, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, nausea and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6)2015 trailing coils: right: 4, left 3 batch no c91739 expiration date 2017-07-31 manufacturing date: 2014-07 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6)-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain') in an adult female patient who had essure (batch no. C91739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulliparous. Concurrent conditions included pelvic floor dysfunction. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("constant lower back pain"), menorrhagia ("now 7-8 day heavy bleeding menstrual periods"), nausea ("nausea"), dyspareunia ("intercourse pain") and dysmenorrhoea ("painful menstrual periods"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, back pain, menorrhagia, nausea, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered back pain, dysmenorrhoea, dyspareunia, menorrhagia, nausea and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2015 trailing coils: right: 4, left 3. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported, neither a technical batch investigation nor a review of similar ae case reports is possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 15-apr-2021: medical record received. Reporters, patient's medical history and lot number were added. Case became serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.